Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they disconnected from the insulin pump and reverted to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No motor error alarm noted and the motor was tested outside of the device and passed. All operating currents tested within the specifications range and passed off no power test. However, the insulin pump was received with severely scratched display window noted. The insulin pump also had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.